Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the touchscreen was not working properly. Overlay found out of electrical specification. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported there was a technical problem with the touch screen. The programmer was returned for service. No patient complications have been reported as a result of this event.